Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent caesarean section on (B)(6) 2015 and topical skin adhesive was used on the skin. Chloramphenicol ointment was applied and the incision was covered with gauze and medipore. On (B)(6) 2015, when opening the medipore, the doctor found inflammation at the incision. The topical skin adhesive was removed and tegaderm was applied. It was reported that the patient can be discharged from the hospital and will be followed up.